Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were taken and the physician believed that the lead pin did not appear to be fully inserted into the generator header. X-rays were reviewed by device manufacturer. A suspect lead break was found below the positive electrode site, but due to the quality of the x-ray images, this could not be confirmed. The physician reported that the suspect area was artifact in the x-ray and not a lead break. The x-rays identified that the lead pins were both fully inserted into the generator header. The physician planned to consult the patient's neurosurgeons and would report back with more information. No additional relevant information has been received to date. No surgical intervention has been performed to date.

Event description:
It was reported that the device was programmed off after observing the high impedance. No surgical intervention has been performed to date.

Event description:
Additional information was received that the patient was (B)(6) years at the time of implant. Patient underwent lead exploration after 200 days and complete system replacement in 1 session after 3.9 yrs.